Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in internal arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during procedure, the balloon burst. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in internal arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during procedure, the balloon burst. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable post-procedure. It was further reported that the 80-90% stenosed target lesion was severely tortuous and moderately calcified. Furthermore, the balloon burst during the seventh inflation at 20 atmospheres for 50-60 seconds, and the balloon was removed completely.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: gladiator elite 7.0 x80, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal markerband and extending approximately 69mm distally across the balloon material. As per gladiator specification the rated burst pressure for this device is 20 atmospheres. Tactile examination identified no issues on the markerbands. There were no kinks/damage in the shaft and no damaged observed to the tip during the analysis.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in internal arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during procedure, the balloon burst. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable post-procedure. It was further reported that the 80-90% stenosed target lesion was severely tortuous and moderately calcified. Furthermore, the balloon burst during the seventh inflation at 20 atmospheres for 50-60 seconds, and the balloon was removed completely.